Event description:
The customer reported obtaining low patient results on ion selective electrode (ise) including sodium (na), potassium (k), chloride (cl) and carbon dioxide due to low anion gap values on their au480 clinical chemistry analyzer. The low results were not reported out of the laboratory. The samples were repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided example of results for only one patient.

Manufacturer narrative:
The customer performed their own troubleshooting with the phone support of a beckman customer technical specialist and replaced the buffer syringe to resolve the issue. The customer confirmed the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).